Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for heart failure symptoms. During the device check, the shock impedance measurements were greater than 125 ohms. A boston scientific technical services (ts) consultant discussed testing the impedance in other shock configurations; the ra coil to rv coil configuration produced an in-range measurement. A save to disk was provided for engineering review of the specific impedance measurements. Ts also discussed updating the programmer with the current software maintenance release, which updated the measurement method to allow for more accurate shock impedance values. After the update, the shock impedance measurements were confirmed to be within range in all configurations. The device was reprogrammed to the triad configuration. No adverse patient effects were reported.